Manufacturer narrative:
The previously sent event narrative was updated. Patient code no longer applies to the event.

Event description:
Information received from the surgeon via a manufacture representative regarding a patient receiving fentanyl (250mcg/day at 86.22mcg. Day) via implanted pump. Indication for use was noted as spinal pain. Past medical history included: epilepsy, lupus, avascular necrosis of both ankles, antiphospholipid antibody syndrome, attention-deficit hyperactive disorder (add/adhd), constipation, gastroesophageal (ge) reflux, urinary tract infection (uti), seizures, substance abuse, and anemia. Past surgical history includes pump placement, port placement, and fallopian tube removal. Medications include: citric acid-sodium citrate 2.5kl, alendronate 70mg oral tablets every seven days, clonazepam 0.5mg tablet, cyclophosphamide 1mg intravenous injection, caltrate 600mg tablet, iron 65mg three times a day, morphine 15mg oral tablets twice a day, prednisone 10mg tablet every day, benazepril 20mg tablet once a day, amlodipine 5mg tablet once a day, warfarin 5mg tablet once a day, levetiracetam 500mg tablet once a day, omeprazole 20mg delayed release tablet once a day, metoprolol tartrate 50mg twice a day, vimpat 100mg twice a day, quetiapine 100mg tablet, and venlafaxine 75mg tablet twice a day. Allergies include heparin, lovenox, neurontin, plaquenil. At an office visit on (B)(6) 2015, the patient experienced swelling near the pump since a recent refill. The area around the pump was less swollen, but quite tender and the patient did not feel well. The patient also experienced nausea and more frequent lupus flares. The patient denied any fevers, redness, or drainage around the pump at that time. The hcp thought the patient likely had a resolving hematoma. A 10 day course of keflex and a cold compress to the area were recommended. An x-ray was ordered of the spine to make sure the catheter was in the proper location, although the swelling did not appear to be cerebrospinal fluid (csf). The patient was to be seen after the course of antibiotics. It was reported on (B)(6) 2015 the pump was being moved from the back side of the patient to the front side because when the patient would lay down on their back the pump would bother them at the pump site. It was noted that the patient had swelling over the pump as well as redness and discomfort. During assessment, the physician found edema of the right ankle and chronic pain. During the case the surgeon opened the pump pocket and found a pocket of pus. A pocket infection was found. It was noted that there was nothing wrong with the pump. Due to the pus the surgeon was going to implant a new pump in the patient's abdomen.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from the surgeon via a manufacture representative regarding a patient receiving fentanyl (250mcg/day at 86.22mcg. Day) via implanted pump. Indication for use was noted as spinal pain. Past medical history included: epilepsy, lupus, avascular necrosis of both ankles, antiphospholipid antibody syndrome, attention-deficit hyperactive disorder (add/adhd), constipation, gastroesophageal (ge) reflux, urinary tract infection (uti), seizures, substance abuse, and anemia. Past surgical history includes pump placement, port placement, and fallopian tube removal. Medications include: citric acid-sodium citrate 2.5kl, alendronate 70mg oral tablets every seven days, clonazepam 0.5mg tablet, cyclophosphamide 1mg intravenous injection, caltrate 600mg tablet, iron 65mg three times a day, morphine 15mg oral tablets twice a day, prednisone 10mg tablet every day, benazepril 20mg tablet once a day, amlodipine 5mg tablet once a day, warfarin 5mg tablet once a day, levetiracetam 500mg tablet once a day, omeprazole 20mg delayed release tablet once a day, metoprolol tartrate 50mg twice a day, vimpat 100mg twice a day, quetiapine 100mg tablet, and venlafaxine 75mg tablet twice a day. Allergies include heparin, lovenox, neurontin, plaquenil. It was reported that the pump was being moved from the back side of the patient to the front side because when the patient would lay down on their back the pump would bother them at the pump site. It was noted that the patient had swelling over the pump as well as redness and discomfort. During assessment, the physician found edema of the right ankle and chronic pain. During the case the surgeon opened the pump pocket and found a pocket of puss. A pocket infection was found. It was noted that there was nothing wrong with the pump. Due to the puss the surgeon was going to implant a new pump in the patient's abdomen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).